Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, tissue visible inside. Used alcohol to loosen tissue, helix extends/retracts within specification. The analyst commented the lead returned with the helix retracted, tissue visible inside. Used alcohol to loosen tissue, helix extends/retracts within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high/undefined impedance and the helix took fifteen rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.